Manufacturer narrative:
No patient was involved. Manufacturer's investigation conclusion: the reported event of a damaged housing was confirmed. Visual inspection of the returned power module revealed a cracked housing at the lvad assembly. Further evaluation also confirmed a damaged internal lvad assembly cable. The top housing and the internal lvad cable assembly were replaced. A new 12v battery was installed and the battery clip was replaced with the new version. A full functional test was performed and the power module passed all steps. The unit was returned to the customer site with a new ac power cord. The damage to power module near the patient cable connection may result in complete loss of support to the lvad specifically epc system controller users. The heartmate power module IFU instruct users to check for damage, including cracks, in their power module before use. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that power module case was cracked near the patient cable connection and was returned for repair. No patient was involved.